Event description:
Blood control valve of a accucath ace IV catheter dislodged from the catheter hub while the guidewire retracted. This prevented the ability to flush the catheter. New IV established. No harm to the patient.